Event description:
It was reported the device had been explanted after the patient died and was "going off and arcing through the bio-hazard bag." Manufacturer's technical services contacted and suggested a manufacturer's representative program the device "detections off so that the hv shock therapies are disabled while the device is being shipped." Follow up with clinic reported the patient's date of death was (B) (6) 2010, the cause of death was unknown to the clinic, and there are no device allegations as relates to death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.